Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code. (B)(4). Results: results pending completion of evaluation. Conclusions: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, a leak was found at the part of the large blue luer cap. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA. Upon further investigation of the reported event, the following information is new and/or changed: (B)(4). The returned sample was visually inspected for any anomalies, no caps and buffer were present upon receiving. Upon closer look at the large blue vent cap, some crystallized white residue was noted between the threads. The crystallized white residue was dried shunt sensor buffer solution. Large blue vent cap was found stuck and was not able to be tighten or loosen. The returned sample was leak tested, pressurized up to 340 mmhg, submerged into a water bath and it started to leak. It was noted that upon contacting with water the white residue was dissolved. The cap was then able to be tightened. After tightening the cap, the sample was again leak tested, pressurized up to 1004 mmhg for 30 seconds, no leaks were observed. The root cause for this event was determined as the large blue vent cap was not fully tighten either during setup of the circuit, or after the gas calibration, when the large blue vent cap was loosened, it had not been retightened fully prior to use in the line, causing a leak from the cap. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.